Event description:
It was reported that this patient expired following an upgrade procedure to replace a pacemaker with a cardiac resynchronization therapy defibrillator. They reportedly passed prior to hospital discharge. The patient's wife stated that, a couple of weeks prior to the upgrade, the patient collapsed. She stated that the device did not go off at this time and that the patient was brought to the hospital, but did not provide any further details. No other information is available.